Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient fell about 2 weeks prior to the report and hit her buttock around where the stimulator was implanted. The patient had to turn stimulation up higher since the fall to feel it and also noted a lack of therapeutic effect. The patient felt like the stimulator had moved. The patient had to charge more often after the fall; at least 2-3 times a week. The patient had charged 2 days prior and the stimulator was noted to be half full. The patient was redirected to her physician. Additional information was requested; if received, a follow up report will be sent.

Event description:
Additional information reported a loss of therapeutic effect.